Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The physician was attempting to treat a pre-dilated lesion located in the severely calcified lad (left anterior descending) artery with a 3.00x12mm taxus liberte stent. The lesion was pre-dilated with a 3.00x12mm apex balloon catheter. The physician encountered difficulty crossing the lesion, as well as a previously deployed patent taxus stent with the 3.00x12mm taxus liberte stent. Excessive force was used during advancement of the device due to the severe calcification. The physician attempted to pull the device back into the guide catheter after inserting the device twice inside the body. The stent dislodged in the lad. An attempt to snare the stent was unsuccessful, as the physician lost visualization of the stent through x-ray, although it is believed the stent remains in the lad. The procedure was aborted because of this. There were no further patient complications. The patient was fine post-procedure and released from the hospital. The patient may be brought back in an attempt to locate the stent.